Event description:
Additional info received from the reporter on (b)6) 2014: I now have to get a partial hysterectomy (B)(6). I am only (B)(6) and now due to this device causing me to feel like hell constantly, I have to go through a major surgery. I have been healthy until the day I got this birth control method, and now my health has went to hell.

Event description:
Additional info received from the reporter on (B)(6) 2014: I had to have a hysterectomy because of this essure. I had so many side effects (listed above) that the only way to completely get rid of essure was by hysterectomy. I am completely enraged because my husband and I were told when we agreed to get essure that it would be reversible, and apparently it wasn't. I had my hysterectomy (B)(6) 2014 and my symptoms/side effects are already disappearing. My skin is healthier, I have not had one migraine, my acne is gone, the metallic taste in my mouth is gone, the abdominal pain is gone, and the bloating is disappearing.

Event description:
A few months after getting essure, I starting having bad headaches and muscles aches. Not long after I also started bleeding really bad. I have always been on time with my periods until I got essure. I now will bleed for two to three months at a time and it is so heavy that I will have to wear pads and tampons. I was a little over (B)(6) when I got the devices and now I am well over (B)(6). I eat healthy and exercise and still keep gaining weight. I stay extremely fatigue which I never used to and I also have so much pain in my lower abdominal area that it interferes with my daily routines. When I bleed, it constantly smells like a metallic smell and I get a metallic taste in my mouth. I was recently diagnosed with pcos after constantly having to go to the dr over these symptoms. Truthfully, I do not believe that I do have it and everything that has been happening is due to essure. (B)(4).